Event description:
Healthcare professional initially reported right side implant exchange with no complaint against the device. Later reported reason for removal as "(r) deflate". Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation